Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced frequent low glucose while using the ilet and repeatedly paused insulin delivery, and the healthcare provider recommended discontinuation of ilet and return to a prior pump. Symptoms included hypoglycemia with a reported nadir of 45 mg/dl. Outcomes included use of oral glucose to treat the event. Investigation included troubleshooting and education regarding appropriate use of the system and the impact of repeated pauses on algorithm adaptation. Investigation of this case revealed user maladaptation of therapy through frequent pausing of insulin delivery, which is consistent with improper use affecting automated dosing performance. It was concluded, based on previously established findings for similar reports, that the cause was user-controlled interruptions leading to suboptimal algorithm performance.